Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the staples did not lock. The surgeon applied another device without pt injury.

Manufacturer narrative:
5/16/1997- medwatch report not received by MFR. Submission of initial report to FDA by mfg.